Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump had a memory anomaly, some pieces of data would take a day to show up on the bolus history. Customer's blood glucose was 8.7 mmol/l. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.